Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, g1, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Continued e1 phone number :(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "patient came to us with complaints of breast deformity, pain in the area of the breast", and "3rd degree of baker contracture on the left." Record is for left side. Device has been explanted.